Manufacturer narrative:
(B)(4): evaluation results: (myocardial infarction).

Event description:
During index procedure the patient had one endeavor sprint rapid exchanged (rx) drug-eluting stent implanted to the mid circumflex. The patient suffered an mi the following day. The reported mi was related to the target vessel. One week later, during a staged procedure, the patient had two endeavor sprint rx drug-eluting stents implanted to the distal rca on the same day an mi occurred. The reported mi was related to the target vessel. The investigator indicated that both events were related to the study device. (Ref MFR # 9612164-2011-00790 and 9612164-2011-00791).